Event description:
It was reported that the customer had been experiencing unusually high blood sugars over a period of time. Customer stated that she had an issue with her cartridge filling with bubbles. Customer's blood glucose level was 299 mg/dl. Customer stated that the approximate size of the bubbles was small. Customer stated that the pump was not rewound with a reservoir in place. Customer was not able to troubleshoot because it was a past event. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.